Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including removing pump from case, pressing button in different ways, and plugging into a working power source. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, provided instructions for placing nonfunctioning pump into storage mode, and instructed customer to return problematic pump within 10 days and to program pump settings and reconnect continuous glucose monitor on replacement device.